Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system camera was cycling and the system displayed that the localizer was not connected. The reported issue occurred during training. It was reported that the navigation system was restarted to restore functionality. There was no patient present when this issue was identified. No additional information was provided.